Event description:
It was reported that the patient was started on amiodarone for arrhythmia on (B)(6) 2022. The patient reportedly had a history of supraventricular arrhythmia and had an implantable cardioverter-defibrillator (ICD) implanted prior to the pump. This event was deemed to be a worsening of an existing condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The arrythmia resolved with the oral amiodorone.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.